Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed that the patient's right ventricular (rv) lead exhibited high out-of-range defibrillation impedance. Chest x-ray was performed. No changes or interventions were reported. There were no patient consequences.